Event description:
An end user called in to report that the screws keep coming out of the armpad of the chair. No report of injury. Has had this device since (B)(6) 2012.

Manufacturer narrative:
(B)(4) model 9sl, serial number/date (B)(4) is approximately 2 months old. The owner's manual part number 1056953, rev.p(nov-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers has been contacted for additional information regarding this incident. In speaking with this reporter it was learned that the screws have been replaced. No further issue has been reported. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed.